Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the customer reported complaint. The cse replaced the battery board and lead acid battery to resolve the issue. The device was tested with the new components and found to be functioning as intended. The ventilator was then returned to the end user.

Event description:
It was reported that during patient use, a ventilator generated a "low battery" audible and visual alarm. Although the device continued ventilating, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.